Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144. Pta balloon dilatation catheter allegedly experienced deflation problem and material rupture. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.